Event description:
Patient with reflux and esophagitis was admitted to endoscopy for outpatient placement of diagnostic bravo ph monitoring system. Topical anesthesia was administered to the patient's hypopharynx prior to placement. Gastroenterologist attempted to deploy the bravo capsule at 34 cm in this non-sedated patient's esophagus per protocol. Suction was placed on the bravo catheter at 600 mmhg for 45 seconds, the plunger was depressed for 15 seconds, then the plunger was rotated a quarter turn and released. When the catheter was removed, the bravo capsule was not attached. When the patient sat up, she coughed and the capsule flew out onto the floor. Upon inspection of the capsule, the securing pin had been deployed. A different bravo ph capsule was placed per protocol at 34 cm on the second try without complications. Patient was discharged to home the day after the endoscopy procedure. Bravo ph monitoring system including the capsule was saved for investigation. Manufacturer response for ph monitoring system capsule, bravo ph monitoring system and capsule (per site reporter). Manufacturer will investigate the cause of the failure of the device to deploy correctly and attach to the esophagus wall.